Manufacturer narrative:
The device has been returned. Once the device is investigated, a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that a silent nite 3d appliance has broken. It was reported that the mandibular connector broke off. The patient received the appliance for use on (B)(6) 2024, and stopped use due to breakage on (B)(6) 2024.the patient has a medical history of high blood pressure, high cholesterol, sleep apnea, and anxiety. No injury was reported.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. A picture was provided by the customer. The picture was reviewed and it could not be seen where the connector broke off as the picture only showed the top view of the device. Root cause description the root cause could not be explicitly determined. A potential root cause could be that the connectors broke while the connectors were being changed due to not following the instructions. Another potential root cause could be that the connectors broke due to excessive force of bruxism. Per the reported information, the patient has a history of high blood pressure, high cholesterol, sleep apnea, and anxiety. IFU-012629 rev 1 (silent nite 3d sleep appliance instructions for use - patient) contains the following statement in the contraindications section: "patients who have central sleep apnea". IFU-012629 rev 1 (silent nite 3d sleep appliance instructions for use - patient) contains the following statement in the warning section: "a qualified dentist should consider patient medical history, including history of asthma, breathing or respiratory disorders, or other relevant health problems before prescribing the device." Manufacturer reference: (B)(4).

Manufacturer narrative:
The manufacturer previously reported incorrect information. The following correction has been updated in this report. Corrected information g3(date received by manufacturer) that was not captured in the pervious report was corrected in this report. Corrected information h6 (adverse event problem) that was not captured in the pervious report was corrected in this report. Manufacturer reference: (B)(4).